Manufacturer narrative:
The complaint investigation included a search for similar complaints, and the review of complaint text, trending data, labelling, and device history records. Returns were not available. The review of historical performance of reagent lot 53371ud00, was completed. Trending review determined no trends for the issue for the product. Device history record review on lot 53371ud00 did not show any potential non-conformances, or deviations. Historical performance in the field using worldwide data was reviewed and determined that the patient median result for the lot is comparable with other lots in the field. Also, accuracy of the assay has been evaluated with a retained in-house kit of the same lot# 53371ud00 and met all specifications, confirming that this lot is meeting the alinity I stat high sensitive troponin-I product requirements. Labelling was reviewed and found to adequately address the issue under review. Based on the investigation, the alinity I stat high sensitive troponin-I lot number 53371ud00 identified no systemic issue and/or product deficiency.

Event description:
The customer reported falsely elevated alinity I stat high sensitivity troponin-I results on two patients. The following results were provided: (B)(6) 2023 sid (B)(6) = 134.5 ng/ml, repeat = 21.6 ng/l (range: 0-53 ng/l) (B)(6) 2023 sid (B)(6) (64-yr old female) = 150.8 ng/l, repeat = < 2.7 / < 2.7 ng/l (range: 0-53 ng/l) no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Section a1 patient identifier (B)(6) ,(64-yr old female).

Event description:
The customer reported falsely elevated alinity I stat high sensitivity troponin-I results on two patients. The following results were provided: (B)(6) 2023 (B)(6) = 134.5 ng/ml, repeat = 21.6 ng/l (range: 0-53 ng/l) (B)(6) 2023 (B)(6) (64-yr old female) = 150.8 ng/l, repeat = < 2.7 / < 2.7 ng/l (range: 0-53 ng/l) no impact to patient management was reported.